Event description:
It was reported that the deep brain stimulation dbs patient enrolled in clinical study (B)(6) developed a severe wound dehiscence in the scalp. The investigator reports this serious adverse event with a causal relationship to the procedure and hardware, and not related to the stimulation. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts. Boston scientific subsequently received information indicating that the patient was admitted to the hospital where the severe dehiscence in the anterior third of the surgical wound was treated. Cultures were taken and revealed a s. Capitis infection for which the patient was started on a 10-day course of antibiotics and was discharged. The patient was readmitted to the hospital a month later because the wound dehiscence did not resolve. The patient underwent a revision procedure to remove the right lead. The patient was discharged. Investigator reports this serious adverse event with causal relationship to procedure and hardware not related to stimulation. Boston scientific subsequently received information indicating that the patient was diagnosed with a s. Capitis infection during their first admission to the hospital. During the patients second admission to the hospital due to the wound not healing, there were additional cultures taken that were positive for a p aeruginosa infection and the patient was instructed to continue with antibiotic therapy and was discharged.

Manufacturer narrative:
Update to field b2 - addition to outcomes attributed to adverse event.

Event description:
It was reported that the deep brain stimulation dbs patient enrolled in clinical study (B)(4) developed a severe wound dehiscence in the scalp. The investigator reports this serious adverse event with a causal relationship to the procedure and hardware, and not related to the stimulation. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts. Boston scientific subsequently received information indicating that the patient was admitted to the hospital where the severe dehiscence in the anterior third of the surgical wound was treated. Cultures were taken and revealed a s. Capitis infection for which the patient was started on a 10-day course of antibiotics and was discharged. The patient was readmitted to the hospital a month later because the wound dehiscence did not resolve. The patient underwent a revision procedure to remove the right lead. The patient was discharged. Investigator reports this serious adverse event with causal relationship to procedure and hardware not related to stimulation.

Event description:
It was reported that the deep brain stimulation dbs patient enrolled in clinical study (B)(6) developed a severe wound dehiscence in the scalp. The investigator reports this serious adverse event with a causal relationship to the procedure and hardware, and not related to the stimulation. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.